Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the impactor device failed visual assessment. According to the report, there was something loose inside in the device when it was rotated, and the housing was separating by the handle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information received from the reporter stated that during a demonstration it was observed that the device was working intermittently. It was noted that the device fires inconsistently, will not stop firing or will not fire. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The impactor device was evaluated and the reported condition that the device fires inconsistently, will not stop firing or will not fire was not confirmed. Therefore, an assignable root cause for the intermittent operation was not determined. However, during evaluation it was observed that there was something loose inside the impactor device when it was rotated, and the housing was separating by the handle, the trigger body screw was loose inside the housing, causing the rattling noise/sound, and the midplate screw hole was stripped. It was determined that the probable cause was due to the operator could have over torqued the screw, causing it to strip. The normal vibration of the impactor could have contributed to the screw getting into the housing. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.